Manufacturer narrative:
Follow-up #1 date of submission 01/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was stuck in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.